Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis; the patient was treated with unspecified antibiotics for peritonitis. On an unreported date, the patient's catheter came out as the patient was not responding to antibiotics and then the hp passed away. The cause of the peritonitis was unknown, and the cause of death was unknown. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).